Manufacturer narrative:
Medical records were evaluated by the post market clinical team. Although this peritonitis is unlikely related to fmc products in use at the time due to the poor aseptic techniques noted, it is being reported against the cycler for regulatory reporting process. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's nurse reported that the patient had been hospitalized with touch contamination peritonitis. The patient was seen in clinic (B)(6) 2015 for abdominal pain, fever, and other signs or peritonitis. Her effluent was drawn for culture and she was sent to the hosp and admitted. The patient had peritonitis caused by coagulase negative staph. The patient was in hosp (B)(6) 2015 through (B)(6)2015. She was treated with antibiotics fortaz and vancomycin. Following discharge the pd nurse switched her to just vancomycin. The pd nurse determined that the infection was due to touch contamination. She observed the patient's technique and found several breaks in her sterile field and mishandling the connectors. The patient was last reported to be recovering well. Medical records were made available.